Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete baseline) has been confirmed. Upon evaluation, an unused pulse wire migrated within the ECG electrode and damaged the lead 1- wire. The cause of the inability to complete testing is the damaged wire. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a baseline ECG recording could not be executed.